Event description:
Same case as 2134265-2008-01785. It was reported, by a patient's spouse, that post a coronary drug eluting stenting treatment procedure, thrombosis and myocardial infarction occurred. The lesion was pre-dilated with a 2.0mm maverick balloon. The physician placed a taxus express2 2.5x16mm drug eluting stent to the 95% stenosed lesion located in the noncalcified, nontortuous, proximal first diagonal (dx) artery. Heparin, integrilin, nitroglycerin and plavix were administered prior to the procedure. Heparin, nitroglycerin and integrilin were administered during the procedure and plavix and aspirin were prescribed post procedure. No patient injuries or complications were reported. Patient status post procedure is noted as good. Fourteen months later, the patient had a taxus express2 3.5x16mm drug eluting stent placed to an unknown vessel. No patient injuries or complications were reported. Approximately two years post initial stent implantation, plavix and aspirin were discontinued for a routine colonoscopy. Seven days later, the patient experienced a myocardial infarction (mi) due to a thrombosis in the previously placed stent in the dx. The physician attempted to perform percutaneous coronary intervention to the thrombosed stent, but no balloon could cross into the stent. Antiplatelet regimen was initiated again and the patient status post procedure is noted as ok.

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. Upon review of available info related to this event, there is no evidence to indicate the stent malfunctioned or failed to perform to spec. The taxus express 2 dfu states that "acute myocardial infarction" and "total occlusion of coronary artery" are some of the, "potential adverse events...which may be associated with the use of a coronary stent in native coronary arteries." The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use.